Event description:
As reported by the field clinical specialist, a patient with a 26mm sapien 3 ultra resilia aortic valve implanted for 2 years and 1 month had calcification, stenosis, and high gradients (gradient 47mmhg, area 0.3 and vmax 0.11) with shortness of breath, lightheadedness with near syncope, and marked fatigue. The patient was hospitalized for heart failure. The physicians were trying to decide the best plan of action for him, including possibly another transcatheter aortic valve replacement.

Manufacturer narrative:
Investigation is ongoing.